Event description:
It was reported that during an attempted left ventricular lead extraction procedure this right ventricular lead as it got damaged and could not be removed, it was cut, and part remains in the body. It was noted that the subclavian was damaged and bleeding was stopped by the physician. It is unknown if a new system will be implanted. This lead is not expected to be returned for analysis. No additional adverse patient effects were noted.

Event description:
It was reported that during an attempted left ventricular lead extraction procedure this right ventricular lead as it got damaged and could not be removed, it was cut, and part remains in the body. It was noted that the subclavian was damaged and bleeding was stopped by the physician. It is unknown if a new system will be implanted. This lead is not expected to be returned for analysis. No additional adverse patient effects were noted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned, severed approximately 435mm from the terminal end due to induced damage during explant. Visual inspection of the lead confirmed that the polyurethane insulation was damaged at approximately 110mm from the terminal pin - on the surface only. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. Noted stretched coils at approximately 75 to 230mm from the terminal end. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.